Manufacturer narrative:
Sample material from the patient was submitted for investigation. The sample was tested on a cobas e 411 immunoassay analyzer with troponin I stat reagent lot 446747 and 483102: the results were 0.508 ng/ml and 0.569 ng/ml the sample was also tested after hbt (heterophilic blocking tube) treatment: the result was < 0.100 ng/ml the customer's tni I stat results were reproduced at the investigation site with both reagent lots and the result was reduced after hbt. The investigation confirmed the presence of an interference caused by an igm molecule, most likely a human anti-mouse antibody (hama). Product labeling states: in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general reagent issue can be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter complained of results not corresponding to the clinical picture for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 0.620 ng/ml with a data flag. The sample was repeated the same day on the e411 analyzer with a result of 0.628 ng/ml with a data flag. A 2nd sample was obtained and run on the e411 analyzer with a result of 0.726 ng/ml with a data flag. These results were reported outside of the laboratory to the patient. On (B)(6) 2020, a new sample was obtained in a different hospital and the troponin t hs result from an e601 module was <0.003 ng/ml. On (B)(6) 2020, the patient went to another hospital where a new sample was obtained and the troponin I result from the abbott method was 0 ng/ml. On (B)(6) 2020, the patient went to another laboratory where a new sample was obtained and the troponin I result with an apiat system was <0.01 ng/ml. On (B)(6) 2020, another sample was drawn and separated into 5 aliquot samples and tested on the e411 analyzer. All troponin I stat results were approximately 0.700 ng/ml. The patient had no coronary symptoms and takes no vitamins or medications. The 411 analyzer serial number was (B)(4).